Event description:
It was reported that a patient presented to clinic for follow up, the pacemaker was unable to be interrogated. No intervention or procedure was reported. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.